Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss in the device. It was also noted that the pump stays flat. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had 4 holes with a leak in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, and contamination was found within the momentary squeezed (ms) pump. Ms pump kink resistant tubing were worn to the filament. Ms pump krt had a hole from fatigue. The pump did not pass the leakage testing. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The flat reservoir passed leakage test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss in the device. It was also noted that the pump stays flat. The ipp is currently implanted, and the replacement surgery is already booked for (B)(6) 2024. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.